Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2014. Concomitant medical products: model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 13697330, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the battery site. Infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure. The patient was reportedly doing well.